Manufacturer narrative:
Patient age was estimated based on age at time of implant. Patient weight was estimated based on most recent provided. Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4) would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09feb2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. Due to hospital policy, no further information was provided.

Event description:
It was reported that the patient passed away on (B)(6) 2022. Due to hospital policy, no further information was provided.

Manufacturer narrative:
Patient age was estimated based on age at time of implant. Patient weight was estimated based on most recent provided. Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. It was reported that hm3 lvas, serial number (B)(4) would not be returned for evaluation. The hm3 lvas instructions for use (IFU) lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.